Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a sudden increase in pacing impedance reaching high, out of range, values. Pacing thresholds also were observed to increase above therapeutic levels indicative of lead fracture. Noise was also noted. No additional adverse patient effects were reported.